Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to the site, and upon arrival, the fse was able to reproduce the reported issue. The fse confirmed the batteries were defective and no longer charging properly. To fix the issue, the fse performed a courtesy battery replacement with full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that after completing a preventive maintenance (pm) performed by a getinge field service engineer (fse), the batteries of the cs300 intra-aortic balloon pump (iabp) failed to charge. The iabp generated a message of "battery maintenance required" and the customer had the iabp sent to the biomed shop . There was no patient involvement, and no adverse event reported.